Manufacturer narrative:
Per vad coordinator, a new york health association (nyha) class IV, male patient was admitted to the hospital with a high lactate dehydrogenase (ldh). Ldh came down after treatment with heparin. Additionally, it was noted that the patient had a cerebrovascular accident (cva) on (B)(6) 2009. Log files reviewed on november 26, 2014 show parameters within the normal operating range with intermittent suction and confirmed a power disconnect alarm logged on (B)(6) 2014. It was reported that the patient had high ldh since he inadvertently stopped taking aspirin (asa). The hvad pump ((B)(4)) was not returned for evaluation since it remains implanted. Hemolysis is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however hemolysis is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted.

Event description:
Per vad coordinator, (B)(6), male patient was admitted to the hospital with a high lactate dehydrogenase (ldh). Ldh came down after treatment with heparin. Additionally, it was noted that the patient had a cerebrovascular accident (cva) on (B)(6) 2009. Log files reviewed on november 26, 2014 show parameters within the normal operating range with intermittent suction and confirmed a power disconnect alarm logged on (B)(6) 2014. It was reported that the patient had high ldh since he inadvertently stopped taking aspirin (asa). The device was not returned for evaluation since it remains implanted.